Event description:
It was reported to philips that while in clinical and therapeutic use, the device shut down. During the event of device inoperability, the patient was connected to external vitals monitoring system (unspecified make/model) and experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent. Clinicians were alerted due to the external vitals monitoring system and responded by removing the patient from the device and providing manual ventilation for approximately 5 minutes while a backup ventilator (unspecified make/model) was requisitioned and set up. The patient was stabilized and placed onto the backup ventilator with no further harm or injury noted.